Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient faced quick release broken due to which infusion set was leaking event on (B)(6) 2025. The leakage was from the quick release. The infusion set was in use for less than one day. No further information available.